Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Hospital policy.

Event description:
It was reported that a stage 1 revision was performed on patient's left shoulder due to infection (reported by surgeon, unknown if clinically confirmed, unknown if infecting microorganism was identified). Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
The reported event that reunion tsa - press-fit humeral stem 13mm was alleged of 'infection' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Furthermore, the filling of stryker infection complaints checklist would have been necessary in order to find the exact root cause, but was not possible according to the hospital's internal policy. No deviation was found in the packaging & sterilization processes. The items were documented fautless prior to distribution. In addition, the expiration date of all reported products was not exceeded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a stage 1 revision was performed on patient's left shoulder due to infection (reported by surgeon, unknown if clinically confirmed, unknown if infecting microorgansim was identified). Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.